Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had exhibited sharp stabbing, burning sensation near an incision and possible infection. Reportedly, the patient talked to the physician about the pricking feeling, which was confirmed to be normal. No additional adverse patient effects were reported. The pacemaker remains in service.